Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a surgical lead on (B)(6) 2005. It was reported that her lead had migrated over the ipg making it difficult to recharge the device. The patient's lead remains implanted as a decision regarding the next course of action in this matter has not been reached.